Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered placement difficulty with the right ventricular (rv) lead. When inserting the lead it appeared to become entangled in the tricuspid valve and the helix appeared to be extended without the use of the wrench. The lead was withdrawn from the patient and the physician observed that the helix was extended and distorted and unusable. An alternate lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.